Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. In general, pt factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) and relevant medical history. Adherence to rehabilitation protocol is unk. A definitive root cause cannot be determined with the info provided. Evaluation: the device history records were reviewed and found to be conforming to mfg, inspection, and packaging specifications.

Event description:
It was reported that the pt is alleging harm caused by the device, however, the nature of the harm is unk at this time.